Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise with low, out-of-range (oor) pacing impedance of less than 200 ohms. The noise increases by pocket manipulation and continuously present at rest. Additional information received indicates that this patient was seen and recommended for a lead replacement however, the patient refused the intervention as of this time. This system remains in service. No adverse patient effects were reported. Additional information indicates that the ra lead was surgically abandoned due to the reported low, out of range pacing lead impedance measurement. A new competitor ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.